Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical staff, confirmed that error did not recur, and successfully started new sensor session; no additional issues were reported.